Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation and confirmed the customer reported complaint melted resin. The fenestrated bipolar forceps instrument was found to have thermal damage on the yaw pulley. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was observed to have melted resin on the instrument tip. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during central processing, thus there was no patient involvement. No arcing was identified. No reported instrument allegations were made for the last procedure usage.